Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product for failure analysis. Based on the information provided by the surgeon, the cause of death is determined to be related to complex patient anatomy, including chronic damage to the celiac artery by the median arcuate ligament and a sclerotic aorta . There was no report of any davinci system or instrument issues during the procedure. If additional information is obtained, a follow-up MDR will be submitted. A review of the system logs revealed there were no related system errors during the surgical procedure that would have likely caused or contributed to the reported event. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: the vessel sealer instrument, which is a single-use instrument, and the permanent cautery hook instrument, which was on its last use. Site reviews have shown that no complaints were filed against these instruments. An advanced system log review for the reported event date of (B)(6) 2023 was performed, and found no relevant errors during the associated procedure. Device history record (DHR) reviews for the device(s) involved with the reported event found no related non-conformances. An isi medical officer conducted a review of the event and concluded that the patient had a catastrophic bleeding event occur while attempting to release the median arcuate ligament which is in very close proximity to the aorta and celiac artery. A massive bleeding event occurred and attempts to control the bleeding were unsuccessful. Based on the summary of events, insufficient information is available to ascertain if any intuitive surgical instruments or products contributed to this event. This complaint is reportable due to the following conclusion: during a da vinci-assisted median arcuate ligament surgical procedure, the celiac artery was injured and the patient experienced bleeding. As a result, the procedure was converted to an open procedure to repair the vessel; however, the patient expired.

Event description:
It was reported that during a da vinci-assisted median arcuate ligament release surgical procedure, the patient expired due to a vessel injury. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained additional information regarding the reported event: the patient had a celiac artery aneurysm. The surgeon stated the "celiac artery was chronically damaged by the median arcuate ligament." He used the permanent cautery hook (pch) instrument to release the median arcuate ligament. At that time, the patient experienced a significant bleeding event that required an emergent open conversion. A vascular surgeon was called in to assist with the vessel repair. The surgeon tried to cross-clamp the aorta; however, it was sclerotic and difficult to clamp. Multiple attempts of clamping and unclamping the aorta were unsuccessful. The patient was transfused 22 units of blood, was acidotic and ongoing resuscitation attempts were unsuccessful and the patient expired. The surgeon stated that the vessel injury was solely due to the patient's complex anatomy. The patient had no history of bleeding disorders or treatment with blood thinners. The surgeon confirmed there was no malfunction or a non-intuitive motion of the da vinci system or the pch instrument.